Manufacturer narrative:
Update: medwatch retraction - upon further review, it was determined that this unknown screw is actually a part of the chisel handle. For that reason, this report is being retracted. All further information pertaining to that part (as a whole) will be reported under MFR 9612488-2015-10476. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: medwatch retraction - upon further review, it was determined that this unknown screw is actually a part of the chisel handle. For that reason, this report is being retracted. All further information pertaining to that part (as a whole) will be reported under MFR 9612488-2015-10476.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Device broke during insertion; device was not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the screw head broke while using the screwdriver to turn it to lock the chisel blades. There was a surgery prolongation of twenty (20) minutes. This report is for an unknown screw. This is report 1 of 4 for (B)(4).